Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient in (B) (6) contacted lifescan (lfs) to report the one touch ultra easy meter was giving the error 2 error message. On (B) (6) 2010, the technical service rep spoke with the pt to obtain and verify info. On (B) (6) 2010, the pt obtained the error message error 2 on the reported meter; she did not obtain a blood glucose reading. Prior to the error message, the pt noted the last reading she obtained was 2.3 mmol/l (41 mg/dl). Due to the error message, the pt took an increased dose of her unspecified insulin, 36 units instead of 32 units. It is unclear why the pt increased her insulin dose, after having obtained such a low blood glucose reading earlier. The pt also took her usual meals on that day. On the morning of (B) (6) 2010, the pt experienced the symptoms of loss of appetite, shaking and sweating. The pt contacted her diabetic nurse for assistance/advice. The nurse advised the pt to take less insulin. The pt felt better afterwards. The pt takes set doses of unspecified insulin 32 units three times per day, and 40 units at night. The pt also claimed she adjusts these doses based on meter readings. Her expected blood glucose levels range from 5.0 mmol/l to 7.0 mmol/l. Troubleshooting revealed the test strips and testing technique were correct. The issue was not resolved. The meter and test strips were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin after being unable to test her blood glucose level due to the meter issue, and received medical attention and treatment. Therefore, this complaint is being reported.